Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies and had been put into threshold suspend a few times in the morning. Customer's blood glucose value was 430 mg/dl while the sensor glucose reading was 287 mg/dl. She mentioned that she has a kidney infection and was taking antibiotic for it. Current sensor glucose was 238 mg/dl and blood glucose level was 158 mg/dl. The customer was informed that the sensor appeared to be responding to changes in glucose and was advised to monitor the readings.